Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site as well as pain with and without device use, which could not be resolved, resulting in device non-use. The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014; the patient was reimplanted with a new device during the same surgery. This report is filed april 30, 2014.